Manufacturer narrative:
H.6 investigation summary : one photo and one physical sample were provided to our quality engineer for evaluation. Through visual inspection, a hair was observed inside the protector bladder. Given that the film over the bladder is covering the hair, it is believed this occurred during the assembly process. A device history review was performed for reported lot 1905103, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Three retained samples of the sample lot were used for additional evaluation. The products were visually inspected, no foreign matter was identified. Phaseal products are manufactured in a clean room. All individuals are required to follow proper gowning procedures before entering the room. We perform routine inspections and clearly defined cleaning procedures after production of each lot. All records were reviewed and cleaning was performed according to procedure. While we could not identify a direct issue, the root cause is likely related to personnel. We have notified manufacturing personnel of this incident. Complaints received for this device and defect will be monitored by our quality team for sins of emerging trends. Provide results, any testing performed, and other relevant information phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedure ha-015 rev 11 describes all the rules and instructions to follow before entering the phaseal area. Before coming into the phaseal assembly area personnel must wash and dry their hands, wear the hair and beard cover, leave external shoes and use clean room shoes and get a clean room gown dressed. No jewelry and make up are allowed. Operators and other habitual personnel of the area wear especial clothes. Fabric is antistatic and do not release fiber. Clean room gowns are made with the same material. New equipment (flow cabinet for visual inspections/re-process) and machines encapsulation have been installed in phaseal assembly and molding area. Clearance of the assembly lines is performed according to ph-006 rev 08 (current version) and cleaning is performed according to ph-007 rev 08 (current version). Brushes and cleaning wipes that do not loose fibers, alcohol and vacuum cleaners are used. Three (3) retained samples lot#1905103 have been requested in order to perform visual inspections: after visual inspection of retained samples from lot 1905103, no fm was found, leading us to state that the root cause of the complaint is an isolated incidence caused by the personnel during the assembly process. Pictures from retained samples requested: no fm was found cleaning of the line was performed according to stablished standards (in internal procedures is explained that cleaning can take place once a week, as a consequence of a lot change, caliber change, and if needed, among the process or after a maintenance intervention apart from schedule cleaning st.

Event description:
It was reported that protector p50 multipack contained foreign matter the following information was provided by the initial reporter: "after connecting the vial, hcp found hair got mixed in the bladder."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p50 multipack contained foreign matter. The following information was provided by the initial reporter: "after connecting the vial, hcp found hair got mixed in the bladder."